Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared a button alarm. Customer¿s blood glucose was 127 mg/dl. Reportedly, the customer was able to clear the alarm, continued to use the pump for insulin therapy and had manual injections available for alternate insulin therapy.